Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 20ga 1.00in hf y needle disengagement is difficult. The following information was provided by the initial reporter: ¿a 20g IV (bd nexiva) was placed in the lac with new issue. While attempting to remove the safety needle, unable to remove. Mechanism was stuck to catheter. Piv had to be removed.¿

Event description:
Additional information: 1. When was this defect observed? During or before use? During use. 2. What was the impact to the patient? The patient had to be stuck twice. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No serious injury.

Manufacturer narrative:
Investigation results: a device history record review was completed for provided material number 383536 and lot number 4030906 . The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this event, a thorough sample analysis could not be completed. Although an exact cause could not be identified for this incident, a corrective and preventive action plan has been initiated to further investigate this issue and prevent any reoccurrence.